Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later, three views abdomen and pelvis were performed as the patient had abdominal pain. The vena cava filter was seen to be in position in the abdomen. After five months, computed tomography (CT) abdomen and pelvis was performed as the patient had abdominal pain. The inferior vena cava filter was in place. After two months, computed tomography (CT) lumber spine without contrast with coronal and sagittal reformations was performed. The inferior vena cava filter was in place demonstrating penetration of anchoring limb through the wall of the inferior vena cava with at least two of the metallic anchoring limbs touching/ approaching the right lateral wall of the aorta. After four months, computed tomography (CT) abdomen and pelvis with IV contrast was performed and compared with previously performed computed tomography (CT) abdomen and pelvis report. There was no position change in the inferior vena cava filter and no evidence of thromboembolism. After six months, computed tomography (CT) abdomen and pelvis with contrast was performed and compared with previously performed computed tomography (CT) abdomen and pelvis and chest x-ray. The inferior vena cava filter seen on the prior computed tomography (CT) scan was no longer present and majority of the inferior vena cava filter had been removed but a single linear metal density remains in the inferior vena cava just distal to the right renal vein extending through the wall into the retroperitoneal soft tissues. After eight days later, computed tomography (CT) abdomen and pelvis with IV contrast was performed and metallic strut from an inferior vena cava filter which remained embedded within the posterolateral left wall of the inferior vena cava and extruded from the wall. Therefore, the investigation is confirmed for alleged perforation of the ivc and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. Furthermore, a piece of the detached ivc filter strut is embedded in the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.